Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n342965, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s lead completely pulled out about one year prior to the report. It was noted that the patient had a paddle lead revision. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.